Event description:
Procedure type: lavh. According to the reporter: during the procedure, the surgeon attempted to staple adnexa. After it was fired, just a bit of adnexa was left. The surgeon attempted to remove the stapler, but the jaws did not open. He had to use another device to resect remaining lavh in order to remove the reload. The case was not extended by more than 30 mins. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).